Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excess of no delivery alarms. The customer's blood glucose level at the time of incident was 200 mg/dl. The customer's most current level was 400 mg/dl. The customer treated the high with manual injection. The customer was advised the no delivery alarms could be the cause of site, set or reservoir issues. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarm was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.